Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of atrial fibrillation, cardiac arrest, cerebrovascular accident/stroke, and death are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5 x 15 mm xience prime referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Date filed incorrectly as (B)(4) 2012 on medwatch follow-up#1 and should have been (B)(4) 2013.

Event description:
It was reported that the procedure on (B)(6) 2012 was to treat two lesions, one in the obtuse marginal (om) and another in the distal left circumflex (lcx). A 2.5x15 mm xience prime stent was implanted in the om, and a 2.5x23 mm xience prime stent was implanted in the distal lcx successfully. On (B)(6) 2012, the patient experienced a brain infarction (stroke) and atrial fibrillation, and was rehospitalized. The patient recovered and was discharged on (B)(6) 2013. On (B)(6) 2013, a non-abbott stent was deployed in a new lesion in the left main trunk and was discharged on (B)(6) 2013. On (B)(6) 2013, due to increased weakness of the left side of the body, the patient was rehospitalized. A magnetic resource imaging (MRI) scan confirmed worsening of the brain infarction. On (B)(6) 2013 another MRI confirmed growing of the brain infarction. Ventricular fibrillation occurred. The patients hepatic function became worse resulting in hepatic failure and family decided to not resuscitate. The patient expired and the cause of the death was cardiac arrest.